Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a non-sustained right ventricular oversensing alert due to post-paced t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made to address the issue. The patient was stable throughout.